Manufacturer narrative:
An event regarding excessive thread length during assembly involving an universal acetabular shell impactor was reported. The event was not confirmed. Method & results: device evaluation and results: the device appears to be in used but good condition with no signs of abuse or misuse. A review of the product drawing indicates the threaded stud should protrude .130 +/- .005 inches past the impaction shoulder feature of the handle. The protrusion was measured by qc 4120 and found to measure .1304 inches which is within specifications. A press fit analysis was also performed by material analysis engineer and indicated the press fit condition met specifications. Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the returned device was found to be within specifications per dimensional inspections done using qc 4120 and press fit analysis done by material analysis engineer. No material or manufacturing defects were observed on the surfaces examined.

Event description:
The customer received an fsn letter regarding the trident universal impactor ((B)(4)). The customer had a universal impactor of an unaffected lot available. A test showed that also for this product the thread length was protruding past the dome of the acetabular trial as described in the fsn letter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer received an fsn letter regarding the trident universal impactor (B)(4). The customer had a universal impactor of an unaffected lot available. A test showed that also for this product the thread length was protruding past the dome of the acetabular trial as described in the fsn letter.